Event description:
It was reported that the patient had experienced muscle stimulation. The left ventricular lead was capped without replacement during a device changeout procedure.

Manufacturer narrative:
(B)(4).